Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became unresponsive after the pump was dropped in water. The customer's blood glucose was 103 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.